Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator was unable to detect the attached electrodes and prompted a "lead fault" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured in 2016 and was not subject to UDI requirements at that time. The device was returned to zoll medical corporation. During the investigation it was noted that a review of the device logs indicates that that customer was in the wrong lead view, preventing them from seeing a signal; the customer was in lead I for part of the case without connecting ECG leads. Therefore, a valid patient impedance signal is not obtained. The device was fully evaluated with no faults found and has been recertified for clinical use. Based on the customer report related to the "pads/leads not recognized", the investigation is closed as no fault found and the report related to "lead fault", the investigation is closed as wrong lead view. No emerging trend based on similar reports